Event description:
It was reported by service report that the head end cover was broken and there were sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom handle cover.